Event description:
It was reported that the user experienced a hypoglycemia episode with a blood glucose of 40 mg/dl, and the user¿s sensor connection had been intermittently connecting and disconnecting in a separate instance referenced in another case. Symptoms included low blood glucose. Outcomes included recovery after treatment with oral glucose in the form of a glucose tablet and juice, with blood glucose trending up and stabilizing at 140 mg/dl. Investigation included troubleshooting and education. Investigation of this case revealed that the cause of the hypoglycemia was unclear, and a device connection issue had been observed in a separate case, though no device malfunction in this event was established. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.